Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issues. It has been 7 years since the device was manufactured. Based on the results of the legal manufacturer¿s investigation and the available information, although the customer noted that the device was reprocessed prior to returning to olympus, it is likely that reprocessing could not be performed properly due to the break in the elevator wire (k-wire), resulting in the foreign material presence on the forceps elevator; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): detection methods are written in IFU: evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated; and the customer¿s allegation was confirmed due to insufficient cleaning. In addition to the reportable malfunction documented in b5, the additional non-reportable findings were as follows: due to damage on charged coupled device unit, the image had linear scratches, the adhesive on bending section cover was detached, due to wear of angle wire, the bending angle in up/down direction did not meet the standard value, due to wear of angle wire, the play of up/down angulation knob was out of the standard value, there was a chip in adhesive area between acoustic lens and ultrasound probe, the light guide bundle was slipping down, the universal cord and the connecting tube both had buckling, due to cut on knob-wire, the forceps raising angle did not meet the standard value, due to wear of angle wire, the play of right/left knob was out of the standard value, due to damage on ccd unit, the image has linear scratches, the control unit, the connecting tube, the plastic distal end cover, the scope cover and the grip, all had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the duodenovideoscope forceps elevator wire (k-wire) was completely cut off. The event was found at reprocessing. The device was returned for evaluation. During the device evaluation, the forceps elevator had a foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.